Event description:
On (B)(6) 2007, the pt was originally implanted with an inflatable penile prosthesis (ipp) device. On (B)(6) 2007, the pt additionally had 1.0 cm and 0.5 cm rear tip extenders (rte) implanted. These were removed and replaced with a 2.0 cm rte as the cylinder was not adequately extending into the distal corpora on (B)(6) 2011. Additionally, it was reported there was a left corporal defect inherent to the pt that resulted in the left inherent to the pt that resulted in the left cylinder extruding into the pt's scrotum. The left cylinder had migrated proximally and was no longer in the glans penis. The left cylinder was removed. The left corporal body was redilated and a new cylinder was placed. A distal corporotomy was made sub-coronally to better dilate the distal corpora which had fibrosed down.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.